Event description:
It was reported via the food and drug association (FDA) medwatch program that right atrial (ra) lead had high pacing impedance and high capture thresholds. The patient was asymptomatic. No changes were made and there were no consequences to the patient. Further information was not provided.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5156200.